Manufacturer narrative:
Event date unknown. Initial reporter phone: (B)(6). 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log showed nothing unusual. Functional testing could not replicate the reported issue. The root cause was unknown. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device screen would flicker and the pump would power off during operation. It is unknown if there was patient involvement, no adverse patient effects were reported.